Event description:
It was reported by the customer that the 5a-1 pyxis medstation es system had multiple drawer failures and user was unable to retrieve medications. The customer reported that the user was unsure about the delay in the patient workflow and retrieved the required medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, e3. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 1.1 and 1.2 on aux were not detected on the communication bus. A field service engineer reseated all cables and wires, cleaned insep and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 not detected on bus due to loose connection of cables and wires. The field service engineer was reseated all cables, wires and cleaned insep to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the 5a-1 pyxis medstation es system had multiple drawer failures and user was unable to retrieve medications. The customer reported that the user was unsure about the delay in the patient workflow and retrieved the required medications from the pharmacy. There were no adverse events or injuries reported based on this event.